Event description:
Additional information received noted that the patient reportedly stated the right ventricular lead was not working. Further investigation noted the lead received a high voltage high, out-of-range impedance vibratory alert on (B)(6) 2019 along with ventricular lead noise.

Event description:
Additional information received noted that the lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right ventricular lead. The patient would continue to be monitored.